Event description:
During the course of the case, fibroids were being removed, it was discovered that a valve from one of the trocars fell of the trocar and was in the patient's pelvic cavity. The valve was removed. Product was applied medical gelpoint® mini advanced access platform, ref #cngl3, lot # 1538980. All other trocars used were checked to make sure valves were intact. No patient harm.